Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump switching off by itself over the past 24 hours, with three "pump error 23" alerts and one "pump error 49" appearing in the alarm history. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed, including verifying alarm history and pump behavior, but the issue persisted. The customer was advised to disconnect from the pump and refer to their backup plan per healthcare professional's instructions. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and active current test. The pump alarmed error 23, error 49, error 25 and error 75 and failed the sleep current test and selftest due to j6 connector not plugged in properly. After reconnecting the j6 connector the pump was monitored and is now working properly with none of the above errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.